Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer will be completing all the repairs themselves. A new power supply was ordered to replace the current one, and then the iabp will be cleared for clinical use. If the customer needs further assistance, a company representative will be dispatched to assist. If any additional information is provided, a supplemental report will be submitted.

Event description:
During a routine check, performed by the customer, the cs300 intra-aortic balloon pump (iabp) was found to have the fan on the power supply damaged. There was no patient involvement or adverse event reported.

Manufacturer narrative:
A getinge company representative reported that as a courtesy, in relation to this reported event, a "blood detect tubing"" component was given to the customer. Furthermore, the customer reported that the repairs were completed on the intra-aortic balloon pump. The iabp was then cleared for clinical use.

Event description:
During a routine check, performed by the customer, the cs300 intra-aortic balloon pump (iabp) was found to have the fan on the power supply damaged. There was no patient involvement or adverse event reported.